Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the balloon shoulders appeared longer than expected. The target lesion was located in the left anterior descending (lad) artery. The physician used a 2.75 x 8mm apex balloon to pre-dilate the lesion. The balloon was inflated to 14 atm within the intended area of the lesion, the physician noted the longitudinal growth of the balloon shoulders appeared longer than expected but did not treat outside the intended area. The procedure was completed with this device. There were no reported patient complications and the patient status is okay.